Event description:
It was reported that during sedation, when the device was inside the patient, the surgical device had an error, then part of the jaw dropped off. The part of the jaw was then recovered without issue. This happened during a therapeutic total laparoscopic hysterectomy procedure. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.